Event description:
(B)(4). Side effects: unsuccessful pregnancy, bleeding, headaches, abdominal pain/cramping, muscle pain, pneumonia, hydrosaphyx in left fallopian tube, trauma, depression, anxiety, lower back pain, loss of several employers